Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed. A tone at medium test using the (B)(4) communication tool was performed and passed. Manual functional "try it" tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and found to be within specifications. The receiver logs were downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.